Event description:
It was reported at start of follow-up the programmer software crashed during switch from medtronic to vitatron desktop with an error message. The programmer could not be restarted by switch off/on. For this programmer the actual software update was not installed. The programmer was returned for service. No patient complications were reported as a result of this event.

Event description:
It was reported at start of follow-up the programmer software crashed during switch from medtronic to vitatron desktop with an error message. The programmer could not be restarted by switch off/on. For this programmer the actual software update was not installed. The programmer is being returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4) no anomalies found.